Event description:
This is an adverse event recorded on a crf as part of (B)(6) registry for barrett's esophagus. This pt was enrolled with a 5cm invasive esophageal adenocarcinoma. After a secondary focal ablation pt was hospitalized after experiencing weakness and clamminess and a 2 day history of dark stools melena x2. Proton pump inhibitor given intravenously, hemodynamics and hemostasis monitored closely and remained stable. Symptoms were resolved and pt discharged. Per the physician the severity of this event was serious and relationship of the event to the device procedure was definite and there was no device malfunction.